Event description:
It was reported that a wingspan stent was implanted in the basilar artery of a patient in 2007. Stenosis was present. During the six month follow-up, the patient was "not doing well". Two months later the patient experienced a "blockage and a massive stroke". Patient is decompensating.

Manufacturer narrative:
No allegation of device malfunction or nonconformance contributing to the event.